Event description:
It was reported that the pump battery was depleting quickly. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.